Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11 one uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fibers 1-3 met specifications for optical properties, and a thermocouple signal loss error and no contact force were displayed when the returned device was connected to the tactisys quartz unit. In addition, the deformable body thermocouple (tc2) read as an open circuit during electrical testing, consistent with the observed error message. Further investigation revealed that the catheter shaft material had been fractured between electrode rings 2 and 3. The deformable body thermocouple (tc2) was determined to be fractured at the location of the fracture in the shaft material, consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Abbott is continuing to monitor this issue.

Event description:
During a premature ventricular contraction procedure, the catheter had no pressure value after insertion into the patient which resulted in a delay to the procedure. The pressure module was replaced but did not resolve the issue. The catheter was replaced, and the pressure became normal which resolved the issue. The procedure continued with no adverse consequences to the patient.